Manufacturer narrative:
A1, a2, a3, b7- this info was received on may 8, 1998. D7, d8- implant date should be 12/4/97. H3, h6- actual device was evaluated. Visual inspection & measurements taken revealed device met all mfg specs.

Event description:
A distal radius plate was implanted 12/97. Pt was taking high dose of progesterone. Bone graft failed, then plate broke. Plate was removed in jan. 1998.